Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 3000 ohms, noise, oversensing, and elevated threshold measurements. The noise was able to be recreated with patient isometrics. The lv pacing configuration was reprogrammed, which resulted in lower impedance measurements and no noise observations. No adverse patient effects were reported. The lead remains in service.